Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high v-v intervals sensing integrity counter (sic) count, undersensing and high thresholds. It was also noted that the right atrial (ra) lead exhibited high thresholds. Both the ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.